Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. The cycler was alarming when the pt was in fill two of three. When the pt opened the cassette door, fluid was noticed inside the cycler. Pt states that he took antibiotics as a precaution and has had no ill effects. Sample has not been returned to the MFR.